Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, upon revising a certas plus valve, it was discovered that the distal catheter was not flowing. Originally the rep was assisting the surgeon in reprogramming the valve. That was done successfully, but the surgeon felt that the valve was not flowing. The original valve was replaced with a 828800pl. No other adverse consequences were reported, no delays.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl, with lot 106144, conformed to the specifications when released to stock on the 14th november 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.